Manufacturer narrative:
The investigation confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Noticed damage to the femoral impactor when putting the set back together. Update april 24, 2017, follow-up was received from the sales rep indicating a small piece broke off the instrument.